Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post implant, the implantable cardiac monitor (icm) pushed out of the incision site and was one third exposed. The icm patient experienced a "huge bruise/haematoma after the procedure". The icm was explanted and replaced. No further patient complications have been reported as a result of this event.